Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, he has seen the polychromatic sheen on the lens. However, there was no visual complaints from the patients. The physician feels that it is on the lens not inherent to the lens material as he has seen some variability of degree of polychromia focally in different areas. The physician also added that he has also seen the polychromatic sheen different model of the company lens as well. Additional information was requested, but no further information is available.